Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the liberty cycler and the reported adverse event of peritonitis, however, there is no documentation showing a causal relationship between the liberty cycler and the adverse event of peritonitis. Additionally, there is no allegation against any fresenius products and the adverse event. However, there is a probable association between the reported peritonitis and a possible breach in aseptic technique during peritoneal dialysis (pd) therapy as the pd nurse reported ¿touch contamination¿ being a contributing factor. Plant investigation: the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2017. The peritoneal effluent culture results yielded a gram positive cocci. The patient was treated with intraperitoneal (ip) vancomycin and was not hospitalized for the event. The pd nurse reported that the peritonitis was attributed to touch contamination. The patient has since recovered from the event and continues pd therapy without any complications.